Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable, tandem wall adapter, and attempts with different wall adapters and charging cables. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, instructed customer to place malfunctioning pump in storage mode and return it with a pre-paid label, and advised that customer would need to reenter pump settings and reconnect continuous glucose monitor on replacement device.